Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract and vitrectomy combination surgery, a patient experienced a corneal burn. Additional information was received indicating that during sculpting, the edge of the wound became pale and bullous. The cornea was topped up with lubricating gel which could mask the appearance of the stromal thickening. The pallor of the wound however seen throughout and once the corneal wound burn was identified, further sculpting with probe was stopped. Corneal wound did not require sutures and the wound sealed at the end of the case. The following day there was a bullous area over the wound edge but no leak and at subsequent visits this was documented as stable.